Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the impedance and threshold on the right ventricular pacing lead have been gradually increasing. The lead remains in use with continued physician monitoring. No patient complications have been reported as a result of this event.